Event description:
It was reported that the stylus on the programmer was not working; continued to beep after startup. It was also reported boot up time was long. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; x-y printed circuit board assembly found out of electrical specification. Hard drive reconfigured and software reloaded to resolve long boot issue. (B)(4).